Event description:
Physician report of a total needle disengagement with a syringe of cosmoderm. There was patient contact. No patient or physician injury occurred. This event is being reported due to the possibility of a reportable injury occurrng with a future incident.

Manufacturer narrative:
We have reviewed the device history records for the syringes and needles used and all dimensional requirements were met. During review of the device history records, no deviations were noted. Based on the review ofthe device history records, we find no assignable cause for this complaint. Lab analysis of the returned device noted hub/luer lock area dimension measurement passed.